Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a research manager to our local affiliate (B)(4). This is a postal survey regarding a female pt (age nos) who was injected with poly-lactic acid (sculptra) on an unk date, dosage, indication nos. Relevant medical history and concomitant medication info were not mentioned. The pt stated, the product did not last long and left permanent marks on her face. Action taken with poly-l-lactic as well as the pt outcome was not reported. Corrective treatment if any, was not reported. Reporter's causality assessment: not provided. (B)(4). Addendum for follow-up info received on 04/08/2008: (B)(4). Batch record review was performed without hint to root cause. The review of device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable.